Event description:
The tech alleged the pt position module alarm volume as too low. No pt impact.

Manufacturer narrative:
The tech found the pt position module alarm speaker is the issue. The tech replaced the scale power control board to resolve the issue.